Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address a loose stem. Medical records received. The revision operative reports documents the postoperative diagnosis as failed left hip arthroplasty secondary to implant loosening and metal particle disease. Pseudo tumor type tissue was discovered around the prosthesis. The cup and femoral head were added to the complaint.